Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Reportedly, the customer had an increased basal rate as a result of being sick and the customer did not change the basal rates after recovering from the illness. The customer ate carbohydrates to treat the low bg level. The customer indicated that they would contact their doctor regarding their basal settings.